Event description:
Iabp unexpectedly shut down with no alarms. Patient noticed immediately and notified rn. Unit was plugged in but did not turn on. System was exchanged within 5 minutes. Patient stable. Our healthcare technology dept. Reports: ran pump overnight with no issues while plugged into a/c power. Checked error log and found no alarms during incident. Replaced compressor due to hours and nvram clock chip due to age. Ran pump through pm after repairs. One battery did not pass battery test and only ran for 35 min when manual states it should last 45. Replaced both batteries. Ran battery test again with new batteries and lasted 60+ minutes. All manifolds test passed. Safety disk assist cycles: 5,359,819. Safety disk replacement date: 11/27. Total system hours: 11,386. Total assist hours: 10,923. Total assist cycles: 52,205,686.